Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a device used for vertebroplasty was performed for l2 compression fracture. Pre-operative diagnosis : primary osteoporosis fracture type: compression fracture it was reported that when ibt was inserted in the left side of the l2 vertebral body and the balloon was inflated, the balloon ruptured and the contrast media leaked into the vertebral body. There was no fragment left inside the patient. The patient was not allergic to contrast media. This ibt malfunction occurred during the first insertion into the vertebral body. The procedure was performed successfully by using a new product. There was no patient symptom reported. There were no further complications reported regarding the event.